Event description:
Additional information was supplied by the customer. No health hazards were observed. The intended procedure was completed without delay. The procedure name was unknown. Subject device will not be returned.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information provided by the customer. B5

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an unknown therapeutic procedure, insufflation was not being maintained on the high flow insufflation unit. During automatic reset of cumulative flow, the patient's abdomen was deflated, which may have been due to the air supply stopping. The patient was under sedation. The intended procedure was completed with no delay. There was no report of patient harm associated with this event.